Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. During the procedure, the needle broke. It was necessary to extend the surgery until the fragments were found in the patient's cavity.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.